Event description:
The patient had a revision to reposition the sense lead on (B)(6) 2019. This resolved the previously reported patient problem.

Event description:
Patient has a bulge next to the sense lead incision. It appeared after surgery and though still palpable, the patient reports that it is smaller than when she first discovered it. The area around the incision and bulge is tender and feels like a bruise.